Event description:
Livanova deutschland received a report regarding a heater cooler 3t system tripping the breaker switch upon startup. There is no report of patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in canada. Through follow up communication it was confirmed the the tripping of the breaker was caused by the heater cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.